Manufacturer narrative:
(B)(4). Date sent: 09/08/2025. D4: batch # unk. Additional information was requested, and the following was obtained: this event occurred at the 2nd firing for left lung cancer. It was used on interlobar at the 1st firing, and was loaded and fired without any problems. After that a problem occurred at the 2nd firing when pv processing. In the doctor's opinion, the nurse was a new, the cartridge cap was not attached, the doctor felt that this may be a major factor when received the report of resistance. Before loading the cartridge, the nurse double-checked to make sure there were no problems with it. After that another device was used to complete the case without any problems. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number a97g1f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, the doctor felt some resistance and checked the cartridge, and it was found that the cartridge pan was partially detached when tried to load a cartridge into the device and tried to insert it. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/25/2025. D4: batch #a97d9g. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45w reload present. The reload was received unfired, with the reload pan partially dislodged from the left proximal side. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. No conclusion could be reached on what may have caused the reload pan to dislodge. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number a97d9g, and no non-conformances were identified.